Manufacturer narrative:
Evaluation: visual inspection of the cartridge shows that there was no visible damage. The lens was returned and visual inspection shows that a small piece of the lens optic and lens haptic are stuck in the cartridge. Clear surgical residue/debris on the product. Conclusion: no conclusion can be drawn. Based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector was not returned for evaluation.

Event description:
The reporter stated that the surgeon inserted a 19.5 diopter aq2017v three piece silicone lens and the lens tore. The lens was cut into pieces to remove from the eye without enlarging the incision. No patient injury. The cartridge was the cause of the lens tearing.